Event description:
It was reported the patient experienced ineffective therapy. X-rays were taken which confirmed lead migration. As the results, lead was explanted and replaced- only one ¿lead¿. Therapy was restored post op.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was not receiving adequate therapy, due to lead migration confirmed via x-rays. As a result, the patient plans to undergo surgical intervention at a later date.